Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure can be attributed to a patient-specific event, specifically the patient experiencing a reaction to the implanted device. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/26/2023, it was reported by the patient via phone that the patient had suffered a reaction from an arthrex product. On (B)(6)2022, the patient underwent a carpal tunnel / ulnar nerve procedure where a nerve amniotic membrane wrap allograft was placed around a nerve inside the elbow. It was stated that after the surgery, her left leg was swollen and black, and she was exposed to lyme disease. The patient has had a burning sensation over the whole body; her skin produces sweat, and she has been bed-bound since the surgery. The patient called to inquire about what was placed inside the elbow, how it can be treated, whether the product dissolves over time and human or animal graft information.